Event description:
The customer received a questionable amikacin result for one patient sample. The initial result from an aliquot in a sample cup was 6.3 mg/l and was reported outside the laboratory. The result was questioned and the sample repeated. The repeat results from the parent tube were 0.9 mg/l and 0.7 mg/l with a data flag. The patient was not adversely affected. The reagent lot number was 605137. The expiration date was requested, but was not provided. Testing was performed with relevant retention material and the results were within specifications.

Manufacturer narrative:
A specific root cause could not be identified. Based on the provided calibration and qc data, a general issue with reagent was excluded. Some high results were observed in qc data. Therefore an issue with the gear pump on the analyzer could not be excluded. It was recommended to replace the gear pump head.

Manufacturer narrative:
This event occurred in (B)(6).